Manufacturer narrative:
The ventilator was returned to the MFR for eval nad the customer's complaint was confirmed. The device's active exhalation control module will be replaced to address the issue. Device has been evaluated, but not repaired, pending customer approval of the estimate.

Event description:
The MFR received info alleging a ventilator failed a step during testing. The device was not in pt use.